Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken spatula. A piece measuring approximately 0.081" x 0.166" was returned with the instrument. The complaint was confirmed by failure analysis. A review of the submitted images was performed by an isi. The images show the instrument tip was broken off, as reported.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while the surgeon was using the permanent cautery spatula (pcs) instrument to dissect the fibroid tissue, the tip of the instrument broke off when pushing on the tissue. The fragments fell inside the patient and were retrieved during the same procedure. An x-ray test was performed to locate the fragments. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was unharmed, and the broken tip was found using a c-arm laparoscopically. This caused the patient to be under anesthesia for a longer period of time and exposed to x-rays from the use of the c-arm. The way the instrument broke was during the division of the fibroid tissue. The staff and the surgeon noticed the tip was missing after the removal of the uterus vaginally. The vaginal cuff was closed, and they began looking for the missing tip laparoscopically. The surgeon was able to suction the tip up with a suction irrigator. The tip removal was then confirmed by using the c-arm and having a radiologist read the x-rays confirming the removal of the tip. Having the radiologist read the x-ray before the patient can be closed or woken up must be done per the hospital protocol.